Event description:
Eclipse homepump (lot #0202490473, model #e252500) filled with 0.9 percent sodium chloride 250 ml with rate of 250 ml/hr was leaking at site where tubing connects to base of elastomeric device.